Event description:
It was reported that caller experienced multiple occlusion alarms, including alarm 2 followed by alarm 26, while using steel infusion set and novo rapid insulin on several occasions the same day. There was no adverse impact to the customer¿s blood glucose level. Customer resolved issue by changing infusion set and cartridge and resuming insulin, and although caller reported frequent recurring occlusion issues, no further assistance was requested at that time and case was closed by technical support.